Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Reportedly, customer was found unconscious and an ambulance was called to assist the customer. Multiple contact attempts were made by tandem technical support to follow up regarding the issue, however, a response was not received.